Event description:
It was reported that the patient received inappropriate shocks due to a suspected insulation break. The pace/sense portion of the lead was capped. The lead defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.